Event description:
It was reported that staples removed spontaneously from the skin on day one after a c-section. Different doctors were involved and they used the devices per IFU. Dehiscence of the scar occurred. Surgical repair of opened tissue was required. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was a representative sample in its original packaging. The actual sample was not returned. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged. No defects or anomalies were observed. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger cycle was completed. Upon full engagement of the trigger, the staple was released. This was repeated three more times with the same result. To simulate insertion into the skin, the stapler was fired into a foam pad. The remaining staples were able to engage and close into the foam. None of the staples detached from the simulated skin pad over the course of at least 5 days. The stapler was returned with 36 staples remaining in the cover block. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "staples removed spontaneously from skin" could not be confirmed since the actual sample was not returned. A representative sample was returned in place of the actual sample that resulted in the complaint issue. The returned stapler was able to properly form and release all staples from the device. None of the staples detached from the simulated skin pad over the course of at least 5 days. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information provided and without the actual sample.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot 73f1800457 investigation did not show issues related to the complaint. The device has not ben returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that staples removed spontaneously from the skin on day one after a c-section. Different doctors were involved and they used the devices per IFU. Dehiscence of the scar occurred. Surgical repair of opened tissue was required. The patient's condition was reported as fine.